Manufacturer narrative:
We were informed that this lead was capped on 6/15/2020. Should additional information be received, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Reported noise on the rv channel in recordings transmitted to home monitoring. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.